Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that alarms were triggering at the bedside monitor, but did not sound at the central station. The device was in use monitoring patients. No adverse event was reported.